Event description:
On (B)(6) 2013 the lay user/patient contacted lifescan (lfs) alleging his onetouch ultralink meter was not communicating with his insulin pump. This complaint was classified based on the customer care advocate (cca) documentation as well as from additional information obtained by the medical surveillance specialist (mss) during a follow up call with the patient on (B)(6) 2013. The patient reported on (B)(6) 2013 at an unknown time he obtained a reading of ¿80 mg/dl¿ on the lfs meter and it would not communicate to his insulin pump. The patient reported he uses novolog insulin pump therapy to manage his diabetes and he normally tests 4 times a day. The patient reported his normal blood glucose readings are ¿89-116 mg/dl¿. The patient reported in response to the alleged reading he did not have any treatment. The patient reported on (B)(6) 2013 at 2:30 pm he drove himself to the doctor¿s office while having symptoms of ¿nervous, hand shaking, and feeling lightheaded¿ which he associated with low blood sugar. The patient reported blood glucose readings of ¿49 and 61 mg/dl¿ were obtained on the healthcare professional (hcp) meter and he was given 5 glucose tablets by an hcp on (B)(6) 2013 at 3:15 pm. The patient reported additional readings of ¿105 and 82 mg/dl¿ were obtained at 4:57 pm and 5:32 pm respectively and his symptoms were relieved. During the time of troubleshooting, the cca confirmed that the result did not flash and the ¿pump comm¿ feature was not turned on. During a walk through re-test, the alleged issue was resolve with training. Replacement products were sent to the patient. This complaint is being reported because the patient claims due to the alleged issue he was unable to treat himself, developed symptoms suggestive of hypoglycemia and required treatment from an hcp.

Manufacturer narrative:
The lfs product(s) has/have been requested for return to lifescan for evaluation. If the product is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.